Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: during testing, the pump powered on with audible tones and vibration; however, the display screen remained blank. The pump case was removed, and testing revealed a missing signal at a component on the printed circuit board due to moisture ingress. The complaint of a call service alarm issue could not be adequately investigated due to the blank screen.